Manufacturer narrative:
The reported event of unable to tighten set screw properly was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. The left ventricular set screw contained septum material inside the hex cavity. This material prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unable to tighten set screw properly was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. The left ventricular set screw contained septum material inside the hex cavity. This material prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported the patient presented for initial procedure. During implant, the set screw on the left ventricular port of the implantable cardioverter defibrillator (ICD) could not be tightened properly. The physician elected to complete the procedure with a different ICD. The patient was in stable condition.